Event description:
It was reported that intra operatively, after the surgeon clamped together the katalyst implants, metal pieces were visualized to be inside the radial head implant. The surgeon removed all pieces without injury to the pt. The pieces were reported to be from the cap to the hex driver, surgery time was increased by 15 minutes due to this issue.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.